Event description:
After the implant was completed, imaging showed the patient experienced a pneumothorax. Physician placed a chest tube and admitted the patient for observation. This resolved the issue.